Event description:
It was reported the device is over infusing. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a peeling dso seal, a scratched lcd lens, and a missing battery door. There was no evidence to review of the event history log. Three accuracy tests were performed for functional testing. Upon review, the reported problem was duplicated, the device was found to be over delivering. It was determined that the most probable cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown